Event description:
It was reported that the patient had hemovac drain closed wound suction evacuation device to the back incision near the spine. Hemovac drain was taped and previously working. With repositioning device had disconnected at the tubing and immediately addressed. Device was removed from patient as per order promptly. Patient had surgery like t10 - s1 instrumentation and fusion of spinal columns. Drain was used to remove excess drainage from surgery site. Per additional information received via email on 09jul2025, it was reported that nursing staff have tried to prevent this by taping the tubing but was clearly ineffective regardless. The site closest to patient was cleansed with cholorhexadine. Device was removed from patient as per order promptly.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had hemovac drain closed wound suction evacuation device to the back incision near the spine. Hemovac drain was taped and previously working. With repositioning device had disconnected at the tubing and immediately addressed. Device was removed from patient as per order promptly. Patient had surgery like t10 - s1 instrumentation and fusion of spinal columns. Drain was used to remove excess drainage from surgery site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd